Event description:
A patient was in for removal of hardware (screws) from the femur placed many years prior. The reamer was being inserted to remove the screws, but a crack was heard. The instrument was removed and x-ray film revealed two broken portions of the reamer itself remained in the patient. These were retrieved. Physician felt breakage was most likely due to normal wear of the equipment and size of patient.